Event description:
Additional information was received stating that the vns patient began experiencing an increase in seizures in (B)(6) 2014. The physician attributed the increase in seizures to the decreased battery life of the patient¿s device. No external factors cause/contributed to the event. The explanted generator was returned to the manufacturer for analysis. Monitoring of the device output signal showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The patient¿s device showed an ifi=yes condition. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Clinic notes were received indicating that the vns patient had been experiencing an increase in seizures for the past month prior to her office visit on (B)(6) 2014 and had to use her magnet several times. The patient¿s device showed an ifi condition and the physician attributed the increased seizure to the low battery status of the device. The patient underwent generator replacement surgery on (B)(6) 2014. The explanted generator has not been returned to date. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2012. A battery life calculation using the available programming history showed approximately 1.2 years until neos = yes.

Manufacturer narrative:
Review of the available programming and diagnostic history.